Event description:
It was reported that during an attempted implant, cardiac arrest occurred during the operation due to the patient's poor vessel condition and therefore the left ventricular (lv) lead could not be implanted with the support of the sheaths. In addition, it was noted that one screw of the lead was missed and could not be fixed. The physician gave up the lv lead implant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found.